Manufacturer narrative:
The pump was not returned to animas for eval. Pump settings and delivery accuracy were reviewed and the pt confirmed they were accurate. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose.